Event description:
It was reported post-paced t wave oversensing was observed. Programming changes were made. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.